Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the device returned. However, isi has not received the instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, the 8mm mega needle driver instrument wire was broken during the process of pulling the needle out of the tissue by holding the needle that passed through the tissue during the suture and turning it around with the corresponding instrument. No fragments fell into the patient. The procedure was completed but the patient outcome is unknown. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the surgeon was suturing when the issue occurred, they did not notice any issues with the functionality of the instrument prior to this. No fragment fell inside the patient¿s anatomy and there was no injury to the patient. The patient has not returned to the hospital due to experiencing any post-surgical complications related to retaining a foreign object.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm mega needle driver instrument for failure analysis investigation. The instrument was analyzed and was found to have a broken grip cable at the idler pulley. The cable was fully broken. As a result of the full break, functional testing for motion related issues cannot be performed. There was no discoloration, corrosion, or contamination on the cable that would occur from improper flushing or rinsing during reprocessing. The root cause was attributed to a component failure. Additionally, a review of the provided image was performed by an isi failure analysis engineer (fae). The following additional information was provided: this is a broken grip cable.

Event description:
Refer to h11 for follow-up information.